Event description:
It was reported that intermittent malfunction alarms occurred. There was no reported adverse impact on the customer's blood glucose level. The pump is being returned for further examination, and a replacement pump with a different serial number was provided. The customer reverted to an alternate method of insulin therapy.